Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they believed their stimulator got hacked. Patient said a couple of people that were hacking their stimulator. Pt believed they got the numbers off the back and they were hacking it over the internet. Pt did not know how they were doing it. Pt said they were spying on patient. Patient started noticing it a while ago. Reviewed product security info. Redirected to hcp. Patient called back and reported previously documented information. Patient said 'bad people' were hacking their stimulator over the internet. Agent reviewed that the ins had no connection to wifi, nor any other means of being communicated with through the internet. Agent attempted to get the patient to describe what they thought was happening when they would get 'hacked,' but the patient said they couldn't say.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.